Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the analysis of the returned subject meter was completed on 06/06/2013 by the product analysis department. The analysis identified that the display of the subject meter was broken and exposed to black mark. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.